Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: part: 04.168.480s; lot: 4l53237; manufacturing site: (B)(4); release to warehouse date: 07.may.2019; expiry date: 01.apr.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. : the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient got the right femoral neck fracture (garden I) by an unknown reason. On the same day, the patient underwent an open reduction internal fixation surgery with a femoral neck system (fns). Patient made good progress after the operation. However, the patient fell on (B)(6) 2020 and got right femoral subtrochanteric fracture and left proximal humeral fracture. On the same day, the patient underwent reoperation and the fns was replaced by trochanteric fixation nail -advanced (tfna) with the purpose of fixing the subtrochanteric fracture. There was no disposition in the femoral neck fracture. During the reoperation, the surgeon had difficulty in removing the locking screw with a screwdriver shaft and a handle. The surgeon commented that the second fracture was likely to be caused by the patient fall and it is unlikely that the devices malfunctioned. No further information is available. This report captures the revision surgery performed on (B)(6) 2020 due to second fracture while related complaint (B)(4) captures the intraoperative difficulty in removal of implants using a screwdriver shaft and a handle. This report is for one (1) antirotation screw of femoral neck system 80mm length- sterile this is report 3 of 4 for complaint (B)(4).